Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit was giving a patient circuit occluded error. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) and customer performed a troubleshoot. The customer informed the rse that the device was on but did not blow anything. The rse instructed the customer to go into service mode, check the pneumatics screen, and it was discovered that the rotations per minute (rpm) for the blower was at 3000. The rse then had the customer adjust the pressure and the rpms stayed at 3000. The rse advised the customer that they were getting a blower stalled error. The rse informed the customer a blower assembly was required. The rse provided the customer with the part number of the blower assembly.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.